Event description:
During an re-do atrial fibrillation ablation procedure, a pericardial effusion occurred. After obtaining access to the left atrium through a pfo, a tacticath quartz ablation catheter was used to ablate complex fractionated electrograms (cfes). During initial ablation, the patient went into a tachycardia. Cfe ablations were completed and the tacticath was withdrawn back across the pfo into the right atrium. The patient expressed discomfort and then felt faint and was without a blood pressure. A trans-esophageal echocardiogram was performed revealing a pericardial effusion. A pericardiocentesis was performed which stabilized the patient and the procedure continued with the patient remaining stable. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.